Event description:
A report was received that during a lead revision, the physician explanted and replaced the ipg because the pt reported she was having difficulty charging. The pt was reportedly doing well following the procedure.